Event description:
It was reported that the patient underwent a procedure for tlif at l3-l5. Reportedly, the l4 left nerve root was cut off intra-operatively. The damage was noticed when the surgeon introduced a microscope for cage insertion. Surgical time was not extended. It was unknown when and how the event happened, however, the surgeon commented that he might have pulled the nerve root unintentionally with a rongeur. The surgeon also considered that the nerve root could have been damaged prior to the surgery since no change was seen with the patient¿s symptoms pre and post-surgery. No other patient complications were noted.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation.